Event description:
Per user (B)(6), during two separate study, needle was inserted into the patient, during attempt to remove the needle, needle was separated from the hub, it simply came off from the hub (not broke), (B)(6) simply removed the needle with hand. (B)(6) is not sure if lot number was same for both the study, she did not record the lot number for first incident.

Manufacturer narrative:
No samples received for investigation. Samples from reference stock were inspected instead. Investigation report: as the complained needle was not returned for investigation, we have instead tested 3 of our retention needles from the complained lot. All 3 needles were inspected visually at the joining of the hub but we have not been able to find any indications that they should be faulty. Thus we cannot determine the root cause of the reported failure. Inspection of production records: the complained lot was produced in december 2008. Inspection of the production records for the complained lot did not show any deviations during production and final inspection.